Manufacturer narrative:
Patient-information a5 (ethnicity) and e6 (race) are unknown at the time of this MDR writing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 73-year-old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Prior to the pump placement the patient was known to be supported by inotropes and vasopressors. No underlying medical history was shared. On day of implant the pump came out of position spontaneously per the medical team. The pump was unable to be repositioned, and so it was removed and replaced. The cause of the malpositioning is not known at this time. Patient survived and is being supported by the 2nd cp pump.

Event description:
An impella cp was inserted via the femoral artery to support the 73 year old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Prior to the support initiation the patient was supported by inotropes and vasopressors. No underlying medical history was shared. The cp was supporting when on the 4th day of support the pump came out of position in the left ventricle. When the team was unable to redeliver the pump across the valve and to the ventricle, the pump was removed and replaced. The exchange was performed with no clinical consequence to the patient. The 2nd cp pump supported the patient for days more til the decision was made to withdraw care and the patient expired. The device will be conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical clinical condition as they presented in scai shock stage e and expired while supported on a different device, the 2nd cp pump.

Manufacturer narrative:
Additional information was received, and an updated clinical assessment was completed and documented in section b5 (event description). The information provides additional details regarding the event and notes outcome at end of unit support care was withdrawn and the patient subsequently expired. Section d6b explant date has been updated accordingly (with d6a implant date repopulated). Following the clinical assessment, the reportable event classification was revised to death from serious injury. As a result, sections b1 (adverse event/product problem), b2 (outcomes attributed), and h1 (type of reportable event) were updated. Note: the actual date of death is not known at the time of this follow-up report. A provisional date, based on the explant date, has been recorded. A supplemental report will be submitted upon receipt of the confirmed date of death or any new, relevant information. Additionally, complaint coding has been revised to reflect the reported event updated details. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event.

Manufacturer narrative:
A review of the clinical narrative was completed to ensure alignment with the newly clarified details submitted via follow-up 3, and the clinical narrative was updated accordingly, captured to b5 (event description).

Event description:
An impella cp was inserted via the femoral artery to support the 73-year-old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Prior to the support initiation the patient was supported by inotropes and vasopressors. No underlying medical history was shared. The cp was supporting when on the 4th day of support the pump came out of position in the left ventricle. When the team was unable to redeliver the pump across the valve and to the ventricle, the pump was removed and replaced. The exchange was performed with no clinical consequence to the patient. The 2nd cp pump supported the patient for days more til the decision was made to withdraw care and the patient expired. The device will be conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical clinical condition as they presented in scai shock stage e and expired while supported on a different device, the 2nd cp pump. The decision for care withdrawal was determined with an interdisciplinary team discussion and family. At that point, all possible medical interventions had been undertaken. Together, everyone concluded that, in light of the patient's overall condition, continuing therapy would no longer have been in the patient's best interest. Due to the advanced nature of the underlying illness, the pump support was ultimately unable to prevent the outcome.

Manufacturer narrative:
Corrected: h3. Device in wrong position: the returned pump had a minor cannula kink with no other abnormalities. The cause of the issue was not established as limited information was provided.

Manufacturer narrative:
Additional information received clarified and confirms the patient did expire. Information provides the following: the patient passed away on (B)(6). This decision was made jointly by the hospital's ethics committee¿which is comprised of an interdisciplinary team¿and the patient's family. Together, everyone concluded that, in light of the patient's overall condition, continuing therapy would no longer have been in the patient's best interest. At that point, all possible medical interventions had been undertaken. Importantly, the patient's passing was not related to the impella therapy; the device functioned without any issues throughout the treatment. However, due to the advanced nature of the underlying illness, the therapy was ultimately unable to prevent the outcome. As a result, b2 was updated to include the date of death and other related outcomes along with b1 (adverse event/product problem) were repopulated. Note: the type of reportable event (death) and h6 adverse event coding remains unchanged as previously reported.

Manufacturer narrative:
Additional information was received, noting the following: based on current understanding, on the patient's final day in the intensive care unit, an ethics committee decided to withdraw all therapy, a decision that ultimately resulted in the patient¿s death. Further information indicates the patient may not have expired, and follow-up is ongoing. However, as of this report, the patient is documented as deceased based on the event details and information received. A follow-up (supplemental)/updated report will be submitted if the patient¿s status changes. Correction. D4 serial number and catalog number were updated accordingly. The product returned has been received, and an evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.